Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that the clinician obtained several other onestep cables, another set of electrode pads and paddles and the device failed to discharge.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty shield on the analog board. Analysis of reports of this type has not identified an increase in trend.